Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the position of the implant allowed the patients left shoulder to contact the electrodes resulting in noise. This produced a two to three second pause in pacing. The lead was repositioned.